Event description:
As reported to customer relations via cri form "in (B)(6) 2020, the patient had cdsm-8.5 placed due to a sigmoid volvulus. Twenty-four hours post-placement the device migrated. This was reported as related to the colon decompression set and a device deficiency, described as the inability to remain within the dilated colon. The tube was replaced with cdsg-14-175. This device was reported to have migrated within 48 hours (of the placement of the initial device). The device relationship and device deficiency assessment were the same as with the prior device." Bare minimum: cdsm-8.5 migrated after 24 hours. The device was replaced with cdsg-14-175 which migrated within 48 hours. Final pmcf report received on 10-oct-2022. It was confirmed by medical affairs that the use of cdsg device in the volvulus is off label use. Treatment in both cases was replacement of the device. The treatment with the colon decompression set was considered not successful, when the 3rd device was removed. No adverse events were reported prior to the patient being exited from the study.

Manufacturer narrative:
PMA/510(k) # k171619. Device evaluation: the cdsm-8.5 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: manufacturing records review could not be completed as the lot number is unknown. However, prior to distribution all cdsm-8.5 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Review of historical data: historical data was not reviewed as the lot number is unknown. The instructions for use, ifu0102, states the following in relation to the intended use of the device: ¿the device is intended for treatment of acute non-toxic megacolon, pseudo-obstruction (ogilvie's syndrome) and colonic strictures." There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use was determined. It is known that the device was used in the volvulus. The instructions for use state that the intended use for the device is for the treatment of acute non-toxic megacolon, pseudo-obstruction (ogilvie's syndrome) and colonic strictures. The use of the cdsm device in the volvulus is off label use. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.